Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed; due to clogging of the nozzle, air supply and water supply volume did not meet the standard value. In addition to the reportable finding documented in b5, the non-reportable evaluation findings are as follows: bending angle in the up direction did not meet the standard value due to wear of the angle wire, the play of the up/down knob was out of the standard value due to wear of the angle wire, water removal ability did not meet the standard value due to clogging of the nozzle, adhesive around the objective lens was peeled and had a white-clouded area, adhesive around the light guide lens was peeled and had a white-clouded area, and adhesive on the bending section cover had a chip, a crack, and a white-clouded area. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope had defective air and water supply. The device was returned for evaluation. During the device evaluation, the foreign object that came out of the nozzle was found. There were no reports of patient harm or injury. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, a conclusive root cause of the foreign material remaining in the subject device could not be determined. The event can be detected and prevented by following the instructions for use: instructions for gif/cf/pcf-290 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for gif/cf/pcf-290 series, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. The customer confirmed they cleaned, disinfected and sterilized the product before sending it to olympus. The customer did not know when the foreign material adhered to the endoscope or whether the endoscope was used for a procedure with the foreign material attached to it. There were no abnormalities in the accessories used for reprocessing. The customer flushed the air/water nozzle with water and air, immersed the endoscope in the detergent solution and flushed the air/water nozzle with the detergent solution. Olympus will continue to monitor field performance for this device.